Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call to have experienced blood glucose versus sensor glucose differences and that the sensor is not reading accurately. The customer indicated that the sensor glucose was 174 mg/dl and blood glucose was 84 mg/dl. Troubleshooting found that the customer went to the hospital and received treatment and returned home the same day. The customer indicated that the sensors were changed out.